Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, an alert of non-sustained oversensing was noted on the device due to premature ventricular contractions in the near-field channel and undersensing on the far-field channel. No intervention has been conducted at this time but device reprogramming was recommended. The patient was stable and will continue to be monitored.